Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h6 type of investigation. Visual examination of the returned product identified product identifiers for spherical diameter and overall, height were measured and found to be out of specification. Outer spherical surface shows indentations. No other damage was noted. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h7; h9 visual examination of the provided pictures identified the packaging with lot 67160447 and 44mm o.d. Bearing size listed. Additionally, there are pictures of the ceramic head assembled to the bearing and calipers on the outer diameter of the bearing, with the measurement showing 46mm. The device has not yet returned to analyze further. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified a commingle occurred during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured at warsaw west, of the same part family, and manufactured at the same time. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ italy the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was opened from a sealed package and the outer diameter was determined to be 2 mm larger than the size listed on the box. After encasing the head in the liner, it was determined the liner was not the correct size. A different liner and head were used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.